Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reviewed medical records received on 11 may 2018. Records indicated right attune total knee arthroplasty was revised to address stiffness and aseptic loosening of the tibial base plate at the cement to implant interface. Cement manufacturer is unknown. Surgeon reported that tibial base plate was grossly loose, coming out by hand. Femur component and tibia cement mantle were well-fixed, requiring instrument removal. Surgeon re-implanted competitor femur, tibia, and insert components, but preserved the depuy patella, which he indicated "tracked well". Doi: (B)(6) 2017; dor: (B)(6) 2017; (right knee).

Manufacturer narrative:
(B)(4). No product associated with this report was received for examination. Depuy synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint#: (B)(4). Investigation summary: no device associated with this report was received for examination. Depuy synthes considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation may be re-opened as necessary. H6 patient code: no code available (3191) was used to capture surgical intervention.